Manufacturer narrative:
Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that they had to charge 2-3 times a day for an hour at a time. The patient used to be able to charge 30-45 minutes fully, and now it took an hour to get 75-100% charged. It was mentions that the patient tries to get 8-10 bars, and it was reviewed that 8 bars was the max. The caller confirmed they get 8 bars. They only sometimes charged their ins to 100%, antenna placement was reviewed, adhesive discs were suggested, and recommended charging to 100% between charges. Adhesive discs were ordered and an email was sent to repair requesting an antenna for troubleshooting. Additional information was received from the patient on (B)(6) 2019 stating that the replacement of the recharger antenna and adhesive discs did not resolve the recharging taking longer as they still take a long time. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the cause for the longer recharging time could not be determined. They tried calling to resolve the issue, but it still takes 1-1 1/2 hrs. The issue was still not resolved.